Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 27mm epic aortic stented porcine valve was selected for an implant. During the procedure, the surgeon observed that leaflets appeared "stuck" and wouldn't open. It is unknown if a new device was implanted. The patient status is unknown.

Manufacturer narrative:
An event of the leaflet appearing stuck and not opening was reported. No anomalies were found with the valve leaflet, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 device code 1908, 4624, 4001 removed.

Event description:
It was reported that on an unknown date, a 27mm epic aortic stented porcine valve was selected for an implant. During the procedure, the surgeon observed that leaflets appeared "stuck" and wouldn't open. It is unknown if a new device was implanted. The patient status is unknown. Subsequent to the previously filed report, additional information was received. A new device was implanted.